Event description:
"The dynamic external fixation for injuries of the proximal interphalangeal joint.". Author: gregory I. Bain et al., the journal of bone & joint surgery (br). In this study, there is also a mention of treatment of complex fracture dislocation of the pip joint with dynamic hinged external fixation which hotchkiss r reported 20 cases of which five were acute. It was documented on the paper that distraction interposition arthroplasty was attempted as a salvage procedure in three patients, but failed.

Manufacturer narrative:
It was reported from a literature review that the surgeon had attempted a distraction interposition arthroplasty as a salvage procedure in the patient, but failed. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. The paper was published in 1998 to discuss the treatment of complex fracture dislocation of the proximal interphalangeal joint with dynamic hinged external fixation for injuries. Injuries to the (pip) joint of the finger are common in ball sports. They are caused by hyperextension and axial loading which result in impaction of the volar articular surface of the middle phalanx against the condyles of the proximal phalanx. Based on this investigation, the need for corrective action is not indicated.